Manufacturer narrative:
H3, h6: the navio pin driver pn pfsr110164 , lot #8016483, use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The socket is detached from the tool. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. Further investigation into the reported failure has been conducted, and the potential root cause is a combination of durability issues after extended use (expected wear and tear rate), abnormal use of the tools, or inherent variations in the manual weld process that are present across production lots. The investigation was closed with appropriate risk justification and objective evidence that led to the potential root causes listed above. Based on the investigation, no additional containment or corrective actions are recommended at this time.

Event description:
It was reported that during a navio assisted ukr surgery, the navio bone screw driver broke while the surgeon was placing the bone pins. No pieces fell inside of the patient, and all parts were retrieved. The procedure was completed, with a delay of less than 30 minutes, using a s+n back-up device. Patient was not harmed as consequence of this problem.